Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The advocate stated, the customer received a blood glucose reading of 189 mg/dl from his breeze 2 meter and then a reading of 96 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. Product not expected to return for evaluation at this time.

Manufacturer narrative:
\It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.